Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt suddenly stopped having hearing sensations with his device and then heard again. This repeated all day. Testing showed that the device has malfunctioned.